Event description:
It was reported that the universal handpiece was being tested at the user facility with an unknown tip, when the tip broke. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual examination, it was observed that the angle nut threads were broken off on the tip side, and the handpiece is missing the angle cover assembly. Attempts to bring the handpiece back into alignment were not successful, therefore, the handpiece is not repairable.